Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose of 269 mg/dl. Customer's blood glucose at the time of call was 410 mg/dl which was treated with manual injection. Customer had no symptoms. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. During troubleshooting, it was found that customer was using insulin that expired in february of 2014. After troubleshooting, customer was advised that reservoir would be replaced.